Event description:
Information received noting that the explanted generator is not available for return.

Manufacturer narrative:
B5 describe event or problem, corrected data: follow-up report #1 inadvertently forgot to list details about the explanted product disposition. H6 adverse event problem codes, corrected data: follow-up report #1 inadvertently listed wrong type of investigation code.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Patient reported being unsure about getting a battery replacement as they experienced a change in their seizure pattern. The patient noted that she has been having a cluster of seizures once a month, which was something new for her. No known surgical intervention has occurred to date. No other relevant information has been received to date.